Manufacturer narrative:
The product has been requested. The investigation is underway.

Event description:
A user facility reported that sparks appeared at the edge of the thermage treatment tip. The doctor stopped the treatment immediately and noticed there were more than 20 minimal wounds on the right side of the face. The patient was instructed to use a cold compress and growth factor gel for the wounds. The wounds have formed scabs and it is unknown if there will be any scarring. The patient was given a topical anesthesia for the procedure. No other treatments were being performed in same area where the symptoms were reported. The patient has not undergone any other treatments in the same symptom area within the past 30 days. The incident occurred with about 50 reps lefts on the tip when sparks were seen on the edge of the treatment tip. The highest energy level used was 5.5. Solta medical croygen and coupling fluid used during this treatment and the doctor stated that he did use enough of the coupling fluid. The treatment tip surface was inspected prior to use and during use at about every 100-200 reps. This is the first time the treatment tip was used.

Manufacturer narrative:
The thermage tip was returned and evaluated. Service was able to confirm the dent and dielectric breakdown on the tip surface. The tip passed the flow and leak tests. The tip passed the thermistor test; however, the tip failed visual inspection for burned trace and the dent on the tip surface. Service was unable to determine when and how the dent happened. Defects on the tip membrane can lead to a raise in temperature of the tip during treatment and can potentially cause patient burns. Investigation found stress concentrations on the flex assembly at the adhesive edge that damaged the radiofrequency trace, causes arcing and subsequent burn-through of the flex circuit membrane. Based on the available information, burns that occurred during treatment were most likely caused by damage on the tip membrane. According to thermage cpt system technical user¿s manual (p009240-06 rev a), the procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. The datalogs were also reviewed and based on the evaluation of the data, the handpiece and system performed as expected. Failure to maintain constant force until the tone ends (until the end of post cool state) can result in an unsafe condition. The system has software safeguards (such as a power on self-test) that will trigger error/event codes should system be outside of acceptable limits. The review of the system/data logs does not indicate there is any handpiece or system issue present. A review of the manufacturing record showed all requirements were met. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record for serial/lot number. There is an existing CAPA opened for this type of complaint.